Event description:
Customer reported the system would intermittently not fluoro, and problems with hand switch and foot switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the back plane, display adapter, single board computer, and hard drive. System operates as intended. (B) (4).